Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced ongoing gastrointestinal bleeding events starting on (B)(6) 2015 with acute blood loss anemia and maroon stools. At the time of the event the patient's anticoagulant regimen included aspirin, warfarin and heparin. The patient received 2 units of packed red blood cells (prbcs). On (B)(6) 2015, the patient was transfused with 2 additional units of prbcs. At the time of the event the patient was just on heparin. On (B)(6) 2015, the patient was transfused with 1 unit of prbcs; at the time the patient was not receiving anticoagulation with the exception of heparin flush. On (B)(6) 2015, the patient was transfused with 2 units of prbcs. On (B)(6) 2016, the patient was transfused with 3 units of prbcs and it was reported that an arteriovenous malformation (avm) was found. No specific information regarding the site of the avm was provided. The patient's heparin infusion had been restarted prior to this event. As of (B)(6) 2016, the patient remained on a heparin infusion; the gi bleeding was reported as ongoing, and 1 unit of prbcs was transfused. No further information was provided.

Manufacturer narrative:
Additional information: the pump was not explanted. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced ongoing gastrointestinal bleeding events from (B)(6) 2016. The patient received (B)(4) units of packed red blood cells over this time period. It was also reported that the patient experienced low flow alarms due to acute blood loss anemia as a result of gi bleeding. The patient subsequently expired on (B)(6) 2016, due to respiratory failure, sepsis, gi bleeding, and renal failure. The pump was not explanted.